Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient experienced loss of connection. The patient reported that she was getting signal loss, she tried to insert a new sensor with the same transmitter, but she was still getting signal loss message. The patient was at work and started to feel sick. The patient´s boss called the paramedics and at that time the cgm (continuous glucose monitor) was still not providing readings. When paramedics arrived, they took a bg (blood glucose) reading which was low (no specific values provided) and took the patient to the hospital. At the hospital, the patient was treated with IV fluids. The patient stabilized and was discharged the same day. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.